Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit turns off after switching it on. The unit was triaged and the customer¿s reported condition was confirmed. The service found the battery was out of tolerance. The root cause of reported condition was due to the battery not holding a charge; this is typical routine maintenance. A review of the device history record shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to customer, the unit turns off after switching it on.